Manufacturer narrative:
The returned product was patent and met requirements for leak testing. It was found that drainage bag, stopcock and patient line were all missing. Due to the missing patient line and stopcock it could not be determined if there is a leak on specific connection. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the leur locks on the patient line stopcocks seemed to be coming unscrewed, and therefore detaching from the patient. According to the report, there was no patient impact.